Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 2.5x15mm apex balloon catheter to the lesion in an unspecified artery and inflated the balloon several times. It was then observed that the balloon had ruptured. There was no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good".

Manufacturer narrative:
Pt over 18 years. (B)(4).